Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient tried a morphine pump but ¿with all of the scar tissue it did not work for her¿. It was later clarified that this was a trial with a catheter and external pump. They reportedly never did the trial because they could not get the catheter through the scar tissue, so the trial never happened. The reporter did not remember when this was or who made the attempt at the trial. The patient was taking time-release morphine.